Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during the investigation, that pump could not be powered on. The attempt to download the pump history and black box was unsuccessful due to internal moisture damage. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program and the pump having no power. During visual inspection, it was observed that there was moisture corrosion observed in the battery canister. A leak test was performed and failed due to the display lens leak. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb). The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (069) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.